Event description:
It was reported that a hemothorax was discovered by x-ray the day after the patient's implant procedure. A pigtail drain was implanted and removed the next day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).